Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. When replaced with a test display, the display functioned properly. Unrelated to the complaint, the keypad was found to be worn. All of the button symbols were worn off and were not legible; no damage or peeling was observed to the keypad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/21/2014.